Event description:
During a procedure, endoscopic 3rd ventriculotomy (supine), posterior fossa depression with dural graft (prone), elevation of right side skull fracture + evacuation of hematoma. The following happened, according to our customer: when the surgeon put the skull clamp onto the head with the skull pins, when he tightened the torque screw, the skull fractured on the right side. We, pmi, evaluated the device and found out, the instead of a pmi doro torque screw, a torque screw of a competitor was used in this case.